Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to low vault. The problem was resolved. Cause of the event is unknown. Reportedly, "the patient was afraid to replace the 13.2 arch height is also low, so do not want o accept the second surgery."

Manufacturer narrative:
A4-a6:unk. H6: off-label use acd<3.0. Claim# (B)(4).